Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Suspected premature battery depletion on the device was noted. No further intervention has been performed at this time and the device will continue to be monitored until it is explanted. The patient was stable with no adverse consequences. Additional information was requested but has not been received.

Event description:
The device was explanted. Additional information was requested but was not available.

Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.